Manufacturer narrative:
(B)(4) .

Event description:
The physician intended to use a resolute integrity drug eluting stent. The device was inspected prior to use with no issues noted. Lesion was pre-dilated. It was reported that the device was damaged by the stent was damaged by the calcified artery. The physician completed the procedure. No patient injury reported.